Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary because the reported event have been determined as not related to vns therapy.

Event description:
It was reported that the patient had an infection following his replacement in (B)(6). The generator was explanted and the leads were left in place. Design history review was performed, and the devices were sterilized prior to distribution. No additional or relevant information has been received to date.

Event description:
Information was received from the physician that the patient was explanted due to a suspected allergic reaction to the metal on the generator. The patient had some discoloration on the site and itching that were related to the allergic reaction. After the patient¿s device was explanted, the patient¿s reaction seemed to get better. No additional or relevant information has been received to date.